Event description:
Customer reported a malfunction with their pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer resolved the situation by changing the cartridge and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).